Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, cross-eyed, unable to function day to day. Clinical reason for the planned explant was aniseikonia. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).